Event description:
On 16-apr-2026, a sales representative reported via email that an ar-1588btb-2j tightrope ii btb with deploying suture experienced an issue during use. During final tensioning, the tightrope suture broke at the sheath around the metal button on the tibial side. This occurred during an acl allograft reconstruction procedure performed on (B)(6) 2026. The device was left implanted and used as a bailout by tying the fgl allograft sutures over the metal button, with the suture tails secured using a 4.75 mm swivelock anchor. No patient harm was reported. Additional information was received on 20-apr-2026: the tightrope implant was fully deployed and seated prior to final tensioning. During the event, the tightrope and button remained implanted and were utilized as a bail-out fixation. An ar-1593-bc secondary fixation implant system was subsequently used to complete the procedure without reported issues, and no additional arthrex products were required. The procedure was delayed by approximately 10 minutes, with no additional anesthesia administered. No adverse patient effects were reported during or following the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.